Event description:
Boston scientific crm received information that this patient was presented to the electrophysiology (ep) laboratory for an elective replacement of this patient's chronic device due to normal battery depletion. The replacement device was connected and a manual shock impedance test was normal. The connections were checked and no anomalies were identified. During the defibrillation threshold test (dft), a shock was attempted and a yellow message stating that an open condition was detected during shock delivery was displayed. This was associated with a fault code#1005. The physician elected to deliver external shock therapy to terminate the induced arrhythmia. Technical services discussed the fault code and recommended troubleshooting to isolate the issue. The local representative reported that the pacing impedance was normal and the manual shock test (including right ventricular (coil) to can shock configuration) was greater than 125 ohms. Manual pacing impedance testing (rv (tip) to df-1) with the pulse system analyzer identified a probable lead issue as the measurement was out-of-range (oor) with no capture. Pacing impedance measurements (rv (tip) to rv (ring)) through the psa were normal. A proximal portion of the chronic rv defibrillation lead was cut and will be returned for analysis. The remaining portion of the lead was surgically capped. A replacement rv defibrillation lead was implanted without incident.

Event description:
--

Manufacturer narrative:
To date, the lead has not been returned to boston scientific's post market quality assurance laboratory for analysis.

Manufacturer narrative:
Upon receipt, visual inspection found that the distal high voltage cable is fractured at the proximal side of the yoke stake block. The lead is currently undergoing detailed analysis to determine the fracture type and/or defects.

Manufacturer narrative:
The cable fracture site was examined under high-power magnification which identified damage consistent with cable pulling. There was no evidence that the failure of the cable was due to fatigue or that the cable was cut. It was concluded the damage was due to force applied to this area (between the distal high voltage cable and the yoke) at the time of the replacement procedure.